Event description:
A home patient (hp) contacted baxter's technical service center (tsc) to report fluid leakage originating from the door of the homechoice machine during dwell 1/1 of their automated peritoneal dialysis therapy. Reportedly, no alarms were received, and this was the initial use of the homechoice set. Nothing unusual was noted with the overpouch in which the homechoice set was packaged. Hp was unable to identify the exact location of the leak as no "holes/crack" were found in the cassette of the homechoice set. Baxter's tsc assisted hp in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident.